Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies in auxiliary half-height smart 2.1 were not detected. A field service engineer inspected and found that two damaged row boards were identified, one on row c, which was replaced, and a2, which was repaired. The customer successfully recovered and logged in to inventory medications in auxiliary 2.1. All drawers and slides were tested and confirmed to be working properly. The top cover was opened to inspect connections in the electronics drawer, and dust was removed from under the top cover. The customer tested the system and confirmed that everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.